Event description:
Customer reportedly received result of hi (> 600 mg/dl) and 180 mg/dl within 10 minutes on the aviva system. No actions taken based on the device results. L1 control was run and in range. No adverse event reported. Requested return of suspect device and replacement was sent.